Manufacturer narrative:
Block b3: approximated based on the date of the revision procedure.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to unknown reason.